Manufacturer narrative:
Additional information: b5 h6: added code 1384; remove code 1503

Event description:
Additional information received reported that the distributor received and checked pump history. Multiple, intermittent cartridge alarms were observed in pump history. While attempting to load a cartridge, another cartridge alarm occurred.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to customer's blood glucose.